Event description:
It was reported that the device entered backup mode with no high voltage therapy available following a magnetic resonance imaging (MRI) scan. It was reported that the device was not reprogrammed into MRI mode prior to MRI exposure. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.